Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2012. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 23-year-old female patient who had essure (batch no. 836435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included parity 3, vaginal bleeding in 2010, body mass index normal, asthma, hypertension and menorrhagia in 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("uti"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary incontinence ("urine incontinence") and back pain ("pain: back pain") and was found to have blood urine present ("blood in urine"). In 2013, the patient experienced migraine ("migraines/headaches") and was found to have weight increased ("weight gain/gained 30 lbs"). In 2015, the patient experienced constipation ("constipation"). In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and dyspepsia ("heartburn"). The patient was treated with surgery (she underwent total hysterectomy (uterus and cervix removed), essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, weight increased, constipation, dyspepsia, alopecia, blood urine present, urinary incontinence and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, blood urine present, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted. Plaintiff claimed that anticipated or scheduled date for removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Most recent follow-up information incorporated above includes: on 19-apr-2019: reporter information was added. Her demographic was added. Essure lot number was added. Her historical conditions were added. Per plaintiff fact sheet following events: (abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), female sexual dysfunction (apareunia (inability to have sexual intercourse), anxiety, depression, migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain/gained 30 lbs, constipation, heartburn, hair loss, blood in urine, urine incontinence, pain: back pain and essure confirmation test(s) conducted, specify: no were added. On (B)(6) 2019: reporter information was added. This case concerns 23 year old patient. Her demographic was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.